Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for investigation. The problem was confirmed. The root cause was determined to be a low battery that led to a transmitter failure.

Manufacturer narrative:
(B)(4). Correction "dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error."

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was downloaded previously for evaluation and it confirmed the customer complaint. The reported event of transmitter failed error was confirmed. The root cause was determined to be low transmitter battery.